Event description:
It was reported that the patient "never had therapeutic effect" and experienced headaches following implantation of the device. It was noted that the patient experienced relief during the trial phase, but did not feel relief from her migraines after the 9 days after implant. The patient further stated that the physician suggested that "her internal neurostimulator (ins) could be adjusted so they could extend the stimulation to the left temple". It was further noted that the patient had a "cervical facet joint injection on (B)(6) 2012", which helped for a few days. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. Product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3550-29, lot# n311900, serial# implanted: (B)(6) 2012, explanted: product type accessory. (B)(4).